Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. A review of the lot history record revealed no nonconformities related to the reported event. The complaint handling database was reviewed and although there were no similar events for this lot, av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the armada 35 was inflated one time at 10 atmospheres in the left arm arterio-venous fistula. Negative pressure was held for two minutes, but the armada 35 was only half-way deflated. The armada was massaged to fully deflate it. It was successfully removed from the fistula. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.